Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose level was 300 mg/dl with high ketones identified as dangerous. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit (ICU). Customer attempted to self-treat with a correction bolus via pump and manual injection, but was treated intravenously with fluids of saline and insulin in the ICU which resolved the issues. The customer was released from the hospital on (B)(6) 2023 with no permanent damage and issue resolved.